Event description:
The patient's attorney alleged a deficiency against the device. Associated MDR: 1018233-2013-00019.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per add'l info received, the pt has experienced pain, infection, urinary problems, bowel problems, bleeding, other loss of consortium and vaginal mesh erosion.

Manufacturer narrative:
(B)(4). The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use states in the adverse events.

Event description:
Per add'l info received, the pt has experienced hypotension, exploratory laparotomy, small bowel injury with fecal contamination, small bowel resection x2, placement of vacuum dressing, respiratory failure, acute renal insufficiency failure, leukopenia, sepsis requiring mechanical ventilation, removal of adhesions from the small bowel, multiple blood transfusions, abdominal washouts and placement of vacx3, ischemic small bowel, anastomosis, acute and chronic serositis with focal transmural necrosis and ulceration, peritonitis, removal of contaminated abdominal mesh, bilateral separation of parts, bilateral skin and subcutaneous flaps, implantation of alloderm, incisional hernia repair, percutaneous tracheostomy due to respiratory failure related to being septic, multiple debridements of the left great toe and exposed bone hematuria, application of derma graft and hyperbaric treatment x7 and one application of apligraf with healing of abdominal wound, fluid collection to the anterior abdominal wall, cystocele, anterior vaginal wall mesh erosion with repair ((B)(6) 2010), osteomyelitis of the left first toe. C-diff colitis, stool incontinence, urinary tract infection, severe abdominal pain, foul smelling urine, urinary stress incontinence, mild urine leakage, diarrhea, chronic draining of lesion/seroma superior to the umbilicus, anterior abdominal wall abscess/seroma, chronic wound sinus, excision of sinus and wound exploration ((B)(6) 2011), subcutaneous fluid collection at umbilicus, in-office excisional debridement of abdominal wound ("../29/11"), increased drainage from lower abdominal draining wound, scar tissue on abdominal wall, open wound with granulation tissue, chronic abdominal fistula with mesh involvement, second mesh exposure, cystourethroscopy, vaginal bulge, pain in lower abdomen/genital region, frequent urination, need to push bulge to complete bowel movement, dyspareunia, nocturia, abdominoplasty with debridement of skin, subcutaneous and fascia with comlex closure, mesh excision from the obturator internus muscle ((B)(6) 2012), vaginotomy, cystoscopy, ventral hernia 2013 and diverticulosis.